Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical engineer who revealed that the power supply was replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical engineer at the user facility reported that a 2008k hemodialysis (hd) machine failed to power up while the staff switched on units at the start of the day. The biomed noted that a burning smell emanated from the unit when the power issue was experienced. A patient was not connected to the unit at the time of the event. No fire, smoke, or sparks observed. Follow-up information was received which revealed that the wire between the power switch and the power control board was found to be ¿crispy.¿ no other component damage was identified. The biomed replaced the power supply to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the issue as reported. No parts were returned to the manufacturer for physical evaluation.